Event description:
It was reported that during an unknown procedure, during use of the device, the surgeon reported that occurred fistula on one side of the stapling; it was realized three days after surgery, on the portion of colorectal anastomosis that had been performed using the device. A reoperation was needed; the surgeon performed a laparotomy and placed a colostomy bag (pouch). One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information requested: what is the patient¿s current condition? What was the original procedure? What were the indications for surgery? Did the patient have comorbidities that could influence the outcome? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator located within the green zone/gap setting scale? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Were any unformed or malformed staples observed? If yes, where were they located?